Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition a partial migration of the active electrode out of cochlea was observed. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic.

Event description:
Reportedly, channels 10, 11 and 12 have been disabled due to being extra-cochlea by the clinic back in 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, channels 10, 11 and 12 have been disabled due to being extra-cochlear by the clinic back in 2013.